Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: fold creases. Leak test and microscopic analysis was performed which identified: the unit does not leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No deformity was observed. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture baker grade iii.

Event description:
Healthcare professional reported a right side breast deformity, pain in the breast, and a baker grade iii capsular contracture in addition to possible leaking of the mammary implants suspected due to the change in size of the implants. Device has been explanted and replaced.

Manufacturer narrative:
Correction: b.5, h.10 device evaluation: based on the device analysis the final assessment are: ¿ fluid leak: not observed. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: ¿ crease fold is observed. No further actions are required as the device was implanted. -

Event description:
Healthcare professional reported a "right side breast deformity, pain in the breast, and a baker grade iii capsular contracture in addition to possible leaking of the mammary implants suspected due to the change in size of the implants." Device has been explanted and replaced.